Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator door in our cii safe keeps failing. The field service engineer was able to resolve the issue by replacing the laches on storage space 2 and 16. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis cii safe had storage space failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.